Event description:
The rptr stated that he did a meter to lab comparison tests, side by side. The results were 114 and 201 mg/dl, respectively. The rptr stated that he was not certain he had inserted the test strip correctly. He did not have any symptoms. Control testing was not done due to lack of supplies. On follow-up, the lifescan rep reviewed qc procedures and testing technique, and discussed meter/lab comparisons.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8